Event description:
On (B)(6) 2013, it was reported that the vns patient underwent a generator replacement on (B)(6) 2013 due to the patient feeling 'pulling'. Good faith attempts for further information from the physician were made but were unsuccessful. The explanted generator has not been returned for product anlaysis to date.

Event description:
Additional information was received that the patient had pain after generator replacement. It is unclear if this pain is related to the ¿pulling¿ sensation the patient was felling prior to replacement.

Event description:
Additional information was received on (B)(6), 2013 when it was reported that the explanted generator has been discarded by the hospital.